Event description:
Patient tested 2.3 inr on the coaguchek xs system and 3.0 inr twice on the coaguchek xs plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This event occurred in (B)(6). The medwatch with identifier (B)(6) is for coaguchek xs, system 1. Please see medwatch with identifier (B)(6) for coaguchek xs plus, system 2. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.